Event description:
About two years ago, the pt underwent the surgery with the t2 femoral nail (8mm diameter) by the antegrade. On (B) (6) 2009, the pt underwent the surgery to extract the nail and screws. The surgeon tried to extract the distal locking screw using the screw driver. However, the surgeon found that the one of screw broke. Because the pt's bone was hard, when the screw was removed, the surgeon thought that the overloading effected the screw. Afterwards, the surgeon removed the broken locking screw.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report.